Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient did not feel the shocks delivered by the device and the physician questioned the high voltage circuit on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.